Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Event description:
During the index procedure four in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the left sfa. Approximately 12 months post index procedure 100% in-stent restenosis of the left sfa occurred. Investigator indicated that the event was possibly related to the study device, procedure and paclitaxel. Rotarex and three in.pact pacific paclitaxel-eluting pta balloon catheters were used as treatment 15 days later. Outcome is resolved.